Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The suspected cause was due to the customer not completing the cartridge air removal step prior to filling the cartridge with insulin. The customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose.